Event description:
It was reported there was "a breach" at the junction between the introduction syringe and needle. There was no patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned an arrow-raulerson syringe (ars) and introducer needle for investigation. Visual examination revealed multiple cracks in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to the returned ars to functionally test. When the syringe and needle were used to aspirate, only air was absorbed. Fluid aspiration could not be performed due to the severity of the crack in the needle hub. The ars was filled with water and the needle hub was attached to the nose of the ars. When the plunger was depressed, water was leaking severely from the cracks in the needle hub. The hub of the needle was tested with the male luer gage and was not within the specified range due to the severity of the damage on the needle hub. A device history record review was performed, and no relevant findings were identified. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained multiple cracks in the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported there was "a breach" at the junction between the introduction syringe and needle. There was no patient harm. The patient's condition is reported as fine.